Event description:
Physician complained about the linanova icds that reportedly exhibit ventricular oversensing no matter what type of lead they are attached to. No other detail was provided about the model(s) involved, the patient (s) involved, the serial number(s) involved, or the date(s) of event(s).

Event description:
Physician complained about the linanova icds that reportedly exhibit ventricular oversensing no matter what type of lead they are attached to. No other detail was provided about the model(s) involved, the patient (s) involved, the serial number(s) involved, or the date(s) of event(s).

Event description:
Physician complained about the linanova icds that reportedly exhibit ventricular oversensing no matter what type of lead they are attached to. No other detail was provided about the model(s) involved, the patient (s) involved, the serial number(s) involved, or the date(s) of event(s).